Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is reported diagnosis of alcl. Further information from the reporter regarding event, product, diagnostic testing, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Clarification: explant surgery has not been confirmed.

Event description:
Regulatory agency reported "alcl diagnosed in left implant." Histopathological markers were not reported. The status of the device is unknown.